Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing overstimulation. The patient underwent an explant procedure. It was believed that the contact in the ipg header was eroded and was suspected to be the cause of the event.

Event description:
A report was received that the patient was experiencing overstimulation. The patient underwent an explant procedure. It was believed that the contact in the ipg header was eroded and was suspected to be the cause of the event.

Manufacturer narrative:
Device evaluation indicated that the complaint was not verified. The associated leads were utilized for the stimulation monitoring. The monitored stimulation outputs on an oscilloscope were consistent and amplitude/pulse widths were correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the functional tests and revealed no anomalies.